Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's iliac artery. Upon the initial inflation attempt, the balloon burst at 7 atm. The stent had been partially expanded and another balloon catheter was used to fully expand the stent. The sds was withdrawn without complication and there were no clinical sequelae reported relative to this event.